Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2023, at 11:00 am, nurse found that the display screen could not display oxygen concentration during the maintenance and testing of the transfer ventilator. She immediately pushed the ventilator to the ward to connect to the center for oxygen, but still could not display oxygen concentration. No patient involvement as it occurred during a test.